Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation: capsular contracture baker grade unknown and concern with the product. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Healthcare professional reported right side "caps. Contracture," baker grade unknown and removal due to "recall." Device has been explanted.

Event description:
Healthcare professional confirmed right side "caps. Contracture," baker grade iii.

Event description:
Healthcare professional reported right side "caps. Contracture," baker grade unknown and removal due to "recall." Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.6., h.3., h.6. Device evaluation: visual analysis of the returned device identified: deformation, wear abrasion, white particles and creases. A weight test of the device was verified and the device was within specification. Cloudy after autoclave disinfection process in the gel. Based on the device analysis the final assessment is: -no issues found related with the manufacturing.